Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose levels have been running very high. His blood glucose when he woke up that morning was 500 mg/dl, and at the time of call it was 400 mg/dl. He stated that his readings were high yesterday so he bolused and brought his blood glucose down to normal levels, but when he woke up this morning his sugar was high again. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its corresponding components for functionality and damage. The customer confirmed that his pump alerted with low reservoir around the time his hyperglycemic episodes began. The customer was advised to execute a complete set change and to consult his health care provider if his blood glucose does not come down. No products were shipped or returned.